Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been shocked several times and now an alarm was going off. The patient stated the shocks were very painful. Follow up with the physician's office indicated that the patient had been inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to supra ventricular tachycardia (svt). It was noted that the patient has a history of substance abuse. The device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.